Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the cartridge and resuming insulin delivery.